Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient was scheduled for a lead revision due to the leads becoming superficial when palpitating them and becoming uncomfortable to the patient. The physician buried the leads deeper. The patient is reportedly doing well following the procedure.